Manufacturer narrative:
The logs showed the day before the reported event, on the same patient, the user disabled the ibp and spo2 alarm and raised the ECG limit to 170. Additionally, draeger confirmed that the monitor alarmed visually and audibly on (B)(6) 2019 at the time of the event for heart rate, ventricular tachycardia, and ventricular fibrillation. The device acted as designed. There was no malfunction and our device can be excluded from the patient death. This is a complete report.

Event description:
It was reported that the device did not alarm when the ibp dropped. This led to a delay in CPR and the patient died. The time of event was (B)(6) 2019 at 4:50 pm. It was noted the patient was in declining health.